Event description:
It was reported that during a recanalization procedure, the wire allegedly broke inside the patient. It was further reported that prior to the wire breaking off, the catheter was allegedly caught on the wire after multiple flushes and wipe downs of the wire. Reportedly, the wire broke as the physician was re-entering the catheter into the sheath for a fourth pass. However, patient had a fogarty balloon through the access and changed the procedure to an open thrombectomy. The current status of the patient was unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation. A catheter and guidewire were physically investigated. The catheter showed no malfunction, the guidewire was broken 84 cm from the coiled tip. Therefore, the reported breakage of the guidewire can be confirmed. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the wire allegedly broke inside the patient. It was further reported that prior to the wire breaking off, the catheter was allegedly caught on the wire after multiple flushes and wipe downs of the wire. Reportedly, the wire broke as the physician was re-entering the catheter into the sheath for a fourth pass. However, patient had a fogarty balloon through the access and changed the procedure to an open thrombectomy. The current status of the patient was unknown.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device pending return.